Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed to deliver 5fu (fluorouracil) at a rate of 2.5 ml/hr with a vtbi (volume to be infused) of 120 ml, and with a kvo (keep vein open) rate of 0.1 ml. No further programming parameters were provided. After approximately 30 hours, it was reported the delivery was complete instead of in the expected 46 hrs and the display indicated 75 ml had been delivered. It was unspecified the volume remaining in the container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated that on (B)(6) 2014 between 1132 and 1135, the device was programmed for continuous only delivery in ml, a rate of 2.5 ml/hr, a vtbi (volume to be infused) of 120 ml, a kvo (keep vein open) rate of 0.1 ml/hr, container size of 120 ml, a priming volume of 5 ml is indicated, and device was powered off. Between 1404 and 1408, device was powered on and delivery was started. A date stamp on (B)(6) 2014 occurred. Between 1214 and 2100, proximal occlusion alarm occurred 7 times, silence key was pressed 6 times, the delivery was stopped twice and started once, and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.